Manufacturer narrative:
The device was not isolated or identified by serial #; therefore, it will not be returned for investigation.

Event description:
The customer contact reported the device did not deliver. Prior to pt use, it was reported that after the tubing set was manually primed and loaded into device, "liquid did not flow." No specific pump programming or event details were provided. Multiple unsuccessful attempts have been made to obtain additional info.